Event description:
It was reported that during the implant procedure of the extravascular implantable cardioverter defibrillator (ev-ICD) initial defibrillation testing (dft) failed at 30 joules (j). Ten dropouts were noted and ventricular fibrillation (vf) was not terminated. The patient was successfully externally rescued after two attempts. The physician opted to bring the patient back two weeks later for repeat dft testing. Dfts failed again with standard polarity and at 40j with reversed polarity. It was decided the ev ICD system should be explanted and the patient was re-implanted with a transvenous system. No patient complications have been reported as a result of this event. The patient is a participant in a clinical study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the principal investigator that the extravascular implantable cardioverter defibrillator (ev-ICD) system was deemed to be in good position, the failure of dfts was suspected to be related to patient anatomy.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient is a participant in a clinical study.